Event description:
Short summary: my cat was prescribed freestyle libre 2 by her vet. The sensor was defective. Abbott says that because the FDA has not approved the device for cats, they are bound by the FDA and have no obligation to/are not permitted to replace the sensor essentially per the FDA. Longer summary: I have multiple sclerosis and multiple comorbidities that are currently preventing me from working, and I have been struggling to take care of my cat - I even asked the vet today if she needed to be re-homed. When (B)(6) was diagnosed with diabetes in january, her sugar was 488 (top end for cats is 175), and she had low chloride and a high anion gap (showing signs of dka(diabetic ketoacidosis). (B)(6) fructosamine was 450 - good control is 300-400. She is only at fair control with me guessing. (B)(6) health quickly spirals. She has had a fungal infection (likely due to undiagnosed diabetes at the time). The initial treatment with ketoconazole tanked her liver, and I almost had to put her down. The fungal infection came back, and ate at her face, nose, eyes, and ears. She struggles to walk because of the diabetes. She needs to be monitored. The vet prescribed freestyle libre 2 for (B)(6). While yes, it is off-label for cats, it can be calibrated to an in-office glucose, just like my at home blood pressure monitor can be calibrated with my doctor's office. Because I have limited energy with my health, it has taken me a while to be able to get the energy up and have the funds to take (B)(6) to the vet to have the sensor placed on her. After I had the sensor placed on her today (at a vet appointment I had to pay for), I came home to download the app so that I could share the glucose monitoring with the vet. When I tried to scan the sensor, I got an error message that it was already in use. I tried to use google to troubleshoot. During that search, I found out that you can't use both the reader and the app. I did not try to do this, but I feel that abbot and/or the pharmacist should make that clear. I would not have purchased the app had I have known. Also after talking to the vet and checking the receipt, I should have been issued 2 sensors - I certainly paid for 2, but I only got one. I remember the tech being confused as to why I had 2 sensors in the bag that was filled for my cat, and then he took one out. Perhaps he should have known that 2 are normally distributed because I didn't even notice the qty on the rx slip until I checked it after talking to the vet. (In some ways this reminds me of my own struggles with cvs where I have to check the brand of med dispensed each time I get the med because their system doesn't filter my ridiculous amount of allergies from the rx fillers, and if a friend picks up the meds for me or I am too tired to check before I leave, I am stuck with meds I can't take). So now, the vet has to call in another rx for a sensor that I will have to pay to replace and then pay the vet to put on because abbott's sensor was faulty and walgreens - I'm currently trying to keep my cat's meds at walgreens and mine (excepting neurotec and solu-cortef which cvs could not fill) to keep them separate. When I pick up the replacement sensors, which hopefully I can since it would be too early to do so, I will make sure I get 2 this time because even though it was a tech error, I doubt walgreens will believe me, even though the pharmacists often make errors - I have had them have multiple profiles on me, lose prescriptions, even of my adhd meds. I digress. The end point of this is that, I don't know if you can do something, but this situation is ridiculous, and in my opinion, I don't think abbott should be able to use the government as a shield to get out of liability for its faulty product.